Event description:
The user was getting an error message - monitor overheating, check the vent. It was reported that the vents were not blocked. There was no pt contact or pt injury. There was no delay in surgery. Several requests to obtain additional information has been made but no date, no new information has been provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.